Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. The patient's medical history also included spastic quadriplegia. The concomitant medications the patient was taking included oral baclofen and 'many' unspecified medications. On (B)(6) 2016, the patient was admitted to the hospital for a pump pocket infection following a pump replacement. The patient was treated with IV (intravenous) antibiotics. Itb (intrathecal baclofen therapy) was stopped and oral baclofen was continued. It was reported that on (B)(6) 2016, the patient was discharged from the hospital. On an un specified date, the events resolved and the patient 'was not infected.' No additional information was provided. No further complications were anticipated/reported.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and head/brain injury. It was reported in (B)(6) 2016 a pump infection occurred. The area of the infection was the pocket. Patient experienced redness and swelling related to the infection. This was noted as a sudden change in symptoms. It was stated an infection was confirmed, and the infection was associated with implant. It was stated that the patient had surgery on (B)(6) 2016 to clean out the pocket. It was noted that the infection ended up going staph and the pump was removed on (B)(6) 2016. It was noted a total system explant was performed. No further information was provided.